Manufacturer narrative:
Device received with blank display, problem isolated to lcd board. Unable to perform operating currents, self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify unexpected battery power loss due to blank display. Device received with cracked case at the display window corners, cracked lcd window, cracked case at the reservoir tube window corners, cracked reservoir tube window, broken belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 446 mg/dl which was treated with manual injection. Customer stated her insulin pump stopped working last night and display went blank. The customer had declined troubleshooting. The insulin pump will be returned for analysis.